Event description:
It was reported to boston scientific corp that a polaris loop ureteral stent was going to be used in a ureteral stenting procedure. According to the complainant, during preparation, when they attempted to cut off the suture, the loop was found to be detached. The procedure was successfully completed with a different device. There were no complications and the pt was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed; therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant info, a supplemental MFR's report will be filed. (B)(4).